Manufacturer narrative:
During preventive maintenance, the autopulse platform (sn (B)(4)) failed initial functional testing due to fault code 08 (motor controller fault detected). The root cause for the fault code 08 was due to defective motor controller, as a result of normal wear and tear of the autopulse platform. The autopulse platform was manufactured on 2009 and is 11 years old, past the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, noticed that the load plate cover was damaged with the hole that affects the watertight seal. The probable cause for the physical damage could be due to normal wear and tear of the autopulse platform. The load plate cover was replaced to address the physical damage. The autopulse platform failed initial functional testing due to fault code 08. The motor controller was replaced to address the fault code 08. After replacing the motor controller, the autopulse platform passed the run-in test using the resuscitation test fixture (rtf) with good known test batteries for 45 minutes without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with sn (B)(4). Ccr 12408 was reported on may 15, 2013 and motor controller was replaced to address the fault code 08.

Event description:
During preventive maintenance on 02/17/2020, the autopulse platform (sn (B)(4)) failed initial functional testing due to fault code 08 (motor controller fault detected).